Manufacturer narrative:
(B)(4). Date sent: 4/10/2025. D4: batch # 900c24. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60d reload loaded on the device. The reload was received partially fired 1/16. Additionally, an ech60r package was received. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. The event described of difficult to open could not be confirmed as the device opened and closed without any difficulties noted. Device history review a manufacturing record evaluation was performed for the finished device batch number 900c24, and no non-conformances were identified. Additional information was requested and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? => unk. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? => unk. Or, did the device fully fire and stop during the automatic knife return? => unk. Was there any difficulty opening the device? => unk. If yes, how was the device removed from the patient? => unk. If yes, did the jaws eventually open? => unk.

Manufacturer narrative:
(B)(4). Date sent: 02/25/25. D4: batch #unk. B3: event date unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: - how did the jaws open and how did the device remove from the tissue after the knife stopped? (E.g. Knife reverse switch, manual override, etc.)? Manual override was used. - was there any bleeding or tissue damage in this event? (Please also let us know if any additional treatment was required.) There were no any additional treatment. - are there any problems with the patient's condition after surgery? There was no particular issues. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - did the device lock-out (no staples deployed and no cut line started)? - or, did the device start to deploy staples and cut but could not be completed (partially fire)? - or, did the device fully fire and stop during the automatic knife return? - was there any difficulty opening the device? - if yes, how was the device removed from the patient? - if yes, did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the knife did not move after fired. Changed the staples and the device was fired but the knife moved forward and stopped moving on the way. Another like device was used to complete the procedure. There was no patient consequence nor surgical delay reported. Additional information requested.